Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of all struts outside the wall of the IV and into the surrounding tissue/organs. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per implant records: an ivc filter was implanted in the patient due to history of recurrent dvt although on coumadin. The right femoral artery was accessed and an inferior cavogram showed no evidence of thrombus. The filter was deployed in the ivc at the l1-l2 level and placement was confirmed under fluoroscopy. The procedure was successful without complications and the patient tolerated the procedure well. The following additional information was received per medical records: the patient underwent an axial CT scan approximately 3 years and 5 months post filter implantation. The CT was reviewed approximately 4 years and 4 months later, revealing the following. The superior end of the cordis trapease ivc filter is at the l1-2 interspace. The ivc filter is tilted posteriorly at the superior end and it contacts the ivc wall. The ivc filter is tilted anteriorly at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 4mm. One anterior strut perforates the ivc wall and contacts the small bowel. One medial strut perforates the ivc wall and contacts the aorta. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 7 years and 8 months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs and filter tilt. The patient also reports suffering from anxiety.

Manufacturer narrative:
Additional information: section a2 (age at the time of event, date of birth) section b3 (event date) section b4 (event description) section b7 (relevant medical history) section d1 (brand name) section d4 (model, catalog, lot number, expiration date, and UDI number) section g4 (date received by the manufacturer) section h4 (manufacturing date) section h6 (evaluation codes: 1987- organ perforation). Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was reported to be the patient¿s history of recurrent deep vein thrombosis (dvt) despite anticoagulation therapy. The filter was implanted via the right femoral vein and placed at the level of l1-l2. The patient is reported to have tolerated the procedure well and without complications. Approximately three years and five months after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the superior aspect of the filter was at the level of the l1-l2 interspace. The superior aspect of the filter was tilted posteriorly and in contact with the wall of the inferior vena cava (ivc). The inferior aspect of the filter was tilted anteriorly and in contact with the ivc wall. All of the filter struts had perforated the ivc by up to 4mm with the anterior strut in contact with the small bowel and the medial strut in contact with the aorta. The patient further reported having experienced anxiety and mental anguish associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported ivc and tissue and/or organ perforations. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt and perforation of all struts outside the wall of the IV and into the surrounding tissue/organs. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of all struts outside the wall of the IV and into the surrounding tissue/organs. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.